Event description:
The customer's breeze2 meter gave a blood glucose reading of 340 mg/dl, while a lab test gave a result of 90 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for eval. Replacement test strips and a new meter were sent to the customer.